Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 438 mg/dl. She treated via manual insulin injection. During troubleshooting for the no delivery alarm, the device was not able to complete a 5.0 unit fixed prime: very little insulin exited the tubing. The customer then pushed insulin through the tubing via plunger push, but there was greater than normal resistance when attempting the plunger push. The customer was advised that the infusion set and reservoir connection caused the no delivery alarm. The insulin pump was not returned for analysis.